Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a gastric bypass procedure, when the first two devices were being prepared for surgery, the tech took the blue trocars and inserted them a couple of times before use and the trocar cracked and became bent. The trocar on the third device would not release out of the anvil. The devices were not used on the patient. Another circular device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). (Device a): damaged ancillary trocar. (Device b): (B)(4). (Device c): (B)(4) (anvil_not returned). Device a was received in good visual condition and with the ancillary trocar tip damaged. The device was received with the breakaway washer present, uncut and the device was fully loaded with staples, indicating that the device had not been fired. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It could not be ascertained as to how the damage to the ancillary trocar occurred. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. Device b arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the trocar was inserted inside the anvil and removed from it without any difficulties noted. Device c arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was returned fully loaded with staples. A new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.